Event description:
It was reported device embolization occurred. On (B)(6) 2025, a left atrial appendage closure (laac) procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use and the 24mm closure device was successfully implanted in the laa. At a routine follow up on (B)(6) 2025, the patient was admitted after imaging revealed the watchman closure device was located in the descending aorta. The patient did not have any symptoms prior to the discovery of the device embolization. The next morning, on (B)(6) 2025, the patient was prepped, and femoral arterial access was obtained with an 18 french, 85cm non-boston scientific (bsc) sheath. A non-bsc grasping device with 8mm jaws was used via the 18 french sheath to retrieve and successfully remove the closure device from the descending aorta with no complications. Groin access was closed with perclose suture. The physician is planning to reattempt the implant again at a later date.